Event description:
The pump was returned for investigation. Investigation revealed the display screen had a pinkish contrast. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the history shows the last bolus and the last basal delivery were on (B)(6) 2013. The total daily dose adds up correctly to reflect the users programmed basal rates. There were no alarms related to the complaint in the black box or alarm history, only typical usage alarms and warnings were observed. The pump was tested on a 29 hour flow test; the pump passed the required test and was found to be delivering within the specification. A pinkish contrast was observed on the display screen. Removed the pump cover and replaced pink display with test display. The test display has normal contrast with no visible signs of discoloration. Investigators were unable to duplicate the complaint during the investigation. (B)(6).